Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.

Event description:
Customer from google reported two false positive results on reader sn (B)(4) on (B)(6) 2021 with cartridge lots 16323f and 19896j (sns (B)(4)). Customer had 4 negative cue tests on the same day.